Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, patient was not recovered from the event. The same day as receipt of this report, pd therapy was discontinued and patient was transferred to hemodialysis. The following day, the pd catheter was scheduled to be removed. No additional information was available.